Event description:
Reporter alleged having a blood glucose result of 300 mg/dl at 2:30am on her advantage sys, however, was having hypoglycemic symptoms at the time. Reporter alleged a family member called the emergency medical techs (emts) and their measurement was 30 mg/dl at 3:30 am. Reporter indicated being able to self treat with juice at the time, however, emts still transported her to the hospital to obtain another blood glucose test and treat her with food. No other actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.